Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient had the interstim device was removed back in 2012. The patient was admitted to the hospital for pain and the doctors were unsure of helping with their device. The patient was greatly sedated with morphine to cope with the pain. The programmer was adjusted to the maximum and caused their intense pain. The patient shared that they suffered intense pain. It was unsure if the cause was because the programmer was adjusted to the max, however, the doctors and themselves were not able to turn the device down. The patient was unable to adjust the programmer. The device was removed but the wire was left implanted as the patient was notified that they may become paralyzed if the lead was removed. The lead remains in the patient. No further complications were reported as a result of this event.